Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the pump's black box showed evidence of a voltage drop on 06/02/2015. There was a battery compartment crack observed originating from below the grip pad. The pump's current draws were within specifications. There was no evidence of excessive battery usage or excessive pump temperature duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
Eval code conclusions were corrected.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.